Manufacturer narrative:
Unable to prime insulin pump during the prime test and device alarmed motor error during the basic occlusion test due to a protruded/loose drive support disk. The motor was tested outside of the pump and passed the motor test. A scratched lcd window, scratched keypad overlay, broken reservoir tube lip and scratched reservoir tube window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed during the prime process. Customer stated that the drive support cap is protruded; however, he did push it back in while disconnected. The blood glucose reading is 92 mg/dl. Customer received a motor error alarm over one month ago. Advised the customer that the insulin pump will be replaced. Nothing further reported.